Event description:
Medics arrived to find a male pt in his forties who was in full arrest. The emt's attached the unit to the pt and turned the unit on. The unit's monitor screen was distorted and a "check electrodes" message was flashing. They turned the unit off and then on again and the unit functioned properly for the duration of the transport. When the emt's arrived at the facility's ER, a physician attempted to pace the pt. When the unit was switched to pace mode, the unit's monitor screen displayed "pacer/defib fault", cable fault", "status 41" and "status 42" messages. The facility staff obtained another unit (MFR unknown) and continued to treat the pt. The pt did not survive the code. The complainant indicated that the pt was pulseless and apneic when he arrived at the facility. The complainant also indicated that the alleged malfunction did not contribute to the pt outcome.